Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported nipple hypersensitivity which is not device related. Healthcare professional later reported rupture. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported, right side nipple hypersensitivity. Which is not device related. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are rupture: observed, an opening assessed, as fold flaw opening. Nipple sensation increase/decrease-ndr: unable to observe. As per the investigation procedure: creases, wear abrasion and non-penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data - b5, d9, e1, e3, h3, h6.

Event description:
Device has been explanted.